Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent as appropriate. (B)(4).

Event description:
It was reported by the attorney for the plaintiff that after the implant the plaintiff experienced emotional distress and a problem with the product.